Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient stating that "it hurts where it was put in, I cant even sit in my car without sitting sideways and I have had it adjusted twice but its going to the wrong places, it goes down to my toes to the tops of my legs and my groin and it doesn't affect my back at all and I have tried every setting there is". Agent suggested that patient continue to work with hcp and rep and they became more escalated and then patient ended the call. Additional information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that the device was shocking the hell out of them and the issue began right after they put the device in. Patient stated that they had been in so much pain that the healthcare provider prescribed pain pills until they could adjust the device. Patient said that they went in and adjusted the device and it would shock them everywhere but where it was supposed to shock them. Patient noted that it shocked the tips of their toe, knees, calf, and stomach. Patient then said that the adjustment would only do the right leg and not the left leg and not the back. Patient mentioned they got adjusted again and the device went haywire and would shock the patient anytime, especially if they were driving around a corner. Patient wanted the device taken out. Patient was highly escalated throughout the call. Agent suggested patient to follow up with their healthcare provider to further address the issue, patient became escalated and mentioned they followed up with the doctor and the "guy down there and he's an idiot". Agent did their best to accurately document information given at time of call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.